Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device display fault was due to a defective touch screen. The top case assembly was replaced to address this issue. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable.(B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device had an inoperable touch screen. There was no patient injury reported as a result of this incident.